Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the dialysis catheter cuff allegedly eroded though the skin. Reportedly, the catheter was removed and replaced. There is no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 14.5f glidepath 23cm catheter with tissue-ingrowth cuff was returned for evaluation. The cuff was noted to be worn and discolored with residue of use noted on its surface. As the conditions of use could not be replicated, the investigation is inconclusive for the reported ingrowth issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include pulling on the catheter, patient factors associated with tissue in-growth, cuff position and securement technique. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the dialysis catheter cuff allegedly failed to incorporate into the tissue. Reportedly, the catheter was removed and replaced. There was no reported patient injury.